Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 530 mg/dl. The diabetes educator stated that the customer was in the hospital being treated on an insulin intravenous drip. The customer experienced vomiting as a symptom of high blood glucose. The caller stated that the customer attempted to give himself several boluses but the blood glucose levels would not come down. The outcome of the hospital visit was stabilization of blood glucose and improvement of the customer's condition. Upon troubleshooting, it was found that insulin did exit the tubing and no leak was noted. Unable to complete high pressure test due to lack of tubing clamp. Caller stated she would check for any bent cannulas later. The insulin vial that was used was not available but the doctor advised to dispose of that insulin and use a new vial in case this was related to the cause of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.